Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-04146. It was reported the patient underwent a surgical procedure where his ipg and lead were replaced. The procedure was completed and the patient was moved to post-op when the cardiac monitor noted anomalies. The patient was moved to the ER for evaluation. It was determined the patient did not suffer a heart attack and was released to go home. The patient is doing well and the issue has resolved. The patient's ipg was electively replaced and the lead was replaced due to high impedances (reference MFR report # 1627487-2016-04155).